Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at service _ repair on (B)(6) 2023. The device was reported to be non-functional because of a damaged housing and a leaking battery.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a leaking battery was detected, that oxidized a few parts. Additionally, the housing is damaged. It can be assumed that the damage to the rechargeable battery inside is caused due to strong mechanical stress. This is a final report.

Event description:
The device was received at service _ repair on 31-may-2023. The device was reported to be non-functional. Additionally the battery life and the hearing performance with the device were reportedly also affected. Device investigation showed a damaged housing and a leaking battery. The field is not aware of any harm that the user received from the leaking battery or that the user even got into contact with the leaking battery.